Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c156ej, serial/lot #: (B)(4), ubd: 27-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 75*80mm abdominal aortic aneurysm. It was reported that a CT scan carried out approximately a year and a half later showed a rapid increase of the aneurysm diameter to 79*88mm. An endoleak couldn't be confirmed from the CT but it was thought there was a type iiib endoleak and a secondary procedure was carried out to implant an excluder device inside the endurant. As per the physician, there was a high possibility the issue was caused by perforation of the endurant stent graft. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information: it was reported that the event was resolved after the intervention was carried out. It was also reported that the exact location of the suspected type iiib endoleak could not be determined by MRI scan but that it was contained within the main bifurcated stent graft. No further relevant information was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.